Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no medical device record (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and developed arrhythmia (nos) requiring dc cardioversion and pharmacologic cardioversion. On post-procedure day 11, the patient developed arrhythmia (not specified). Dc cardioversion and pharmacologic cardioversion were required. Patient required in-patient hospitalization. Issue resolved without sequelae. The principal investigator assessed the event as mild in severity, serious, unrelated to the investigational device (ablation index module) and probably index procedure related.